Event description:
It was reported by service report that the side rails were cracked with sharp edges. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: cracked head-end outer siderail panels with sharp edges.